Event description:
Left head siderail would not latch in the up position. There were no injuries in this event.

Manufacturer narrative:
Upon complaint review, it was determined that is a reportable event for siderail not latching. Replacement center arm assembly was installed, which resolved the problem.